Manufacturer narrative:
During a follow-up with tandem technical support, contact reported that the customer's pump is functioning as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer declined to reload the cartridge due to shortage of insulin supply while troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.